Manufacturer narrative:
Original prod will not be returned to MFR. Add'l info will be provided once investigation is completed.

Event description:
Customer reported that a piece of white plastic fell into the pt during laparoscopy surgery. The surgeon was able to retrieve the piece. The customer believes that the plastic piece was from the tip of the suction irrigator being used at the time. No harm or adverse consequences to the pt was reported.